Event description:
The plastic rim/feet in place to keep piston in place had missing/broken off pieces. Manufacturer response for contrast syringe, (brand not provided) (per site reporter). New vendor, informed of issue and he took the info, but did not take them back.